Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was 60 mg/dl. Juice and food were consumed to address the bg level. The customer¿s healthcare provider added an additional time segment to the customer¿s personal profile to lower the evening basal rate.